Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that autocapture backup pulses were resulting in short ventricular tachycardia. The patient had presented via merlin.net with episodes of inappropriate rate increase. The electrocardiogram revealed that loss of capture backup pulses possibly induced ventricular tachycardia. The autocapture was turned off and the patient would be monitored. No further information could be obtained.